Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material inside the air/water tube and cylinder during evaluation; however; the customer returned the device without reprocessing due to a leakage in the device which caused the foreign material to remain in the air/water channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had residual whitish foreign material found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.